Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. The rear panel is not sitting properly on the bottom cover. The top cover is not sitting properly on the bottom cover. The cycler touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. Voltage verification check passed. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler found evidence scorch marks present on transformer (t1) of the inverter board. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler would not power on during set up for peritoneal dialysis (pd) treatment. The power cord was cord was securely connected. There was no power outage or issue reported. The cycler was switched on and there was no sound when ok and stop keys were pressed. There was no light on the cycler buttons. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up the patient confirmed there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was issued. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.